Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a station was reboot and screen was stuck on carefusion. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station rebooted and got stuck on startup screen with carefusion background. The technical support specialist reviewed the logs and found that the station was facing some battery related issues. A field service engineer (fse) inspected the operating system files, found that the database dump files were not getting removed and was bloating the hard drive. The fse advised the customer to contact the client phone support for a solution. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower had a station was reboot and screen was stuck on carefusion. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.